Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a low blood glucose event. Customer stated they were not hospitalized, but had call the paramedics for treatment. Customer's blood glucose was 40 mg/dl. The customer stated their low blood glucose may be caused by a lack of food. No additional information provided.